Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured". Healthcare professional later reported "5mm isoechoic nodule at rt. 12 o'clock position - probable fibroadenoma". This record is for the right side. The device has been explanted.